Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis. See attached photo for more details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the transmitter does not flash when connected to the sensor. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that upon removal of the sensor she noticed that the electrode was very tiny. Customer reported that the electrode was not in the body. Analysis letter is being sent at the customer's request as the product is not expected to return.